Manufacturer narrative:
One sample model 2420-0007, lot 25075193 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water. No leakage, air in line or blockage was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: after spiking an iron infusion medication bag and priming the infusion set, the tubing began to spray and leak. No harm to patient.